Event description:
The customer reported that when the users heard the device advise a shock, they did not hear the voice prompt that the shock was delivered; they also saw a solid red x.

Manufacturer narrative:
The customer reported that when the users heard the devise advise a shock, they did not hear the voice prompt that the shock was delivered; they also saw a solid red x. A field support engineer evaluated the device and the event file. It showed a "shock fail" message. The status log showed a "charge/shock failure - therapy pca (runtime)" message that corresponds to the same time that the shock fail message occurred within the event. Replacing the therapy pca resolved the problem.